Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was unpacked on (B)(6) 2015. According to the complainant, a human hair was found inside the sterile package. Reportedly, no damage was noted to the closure seal or the outer packaging. There was no procedure involved and the device was not used in the patient.

Manufacturer narrative:
Visual examination revealed that the guidewire was returned inside a sealed pouch and a hair was noted inside the package.the complaint is confirmed, the returned sample has a hair inside the sealed pouch. Based on all gathered information, the most probable root cause is "manufacturing.¿ a DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was unpacked on (B)(6), 2015.according to the complainant, a human hair was found inside the sterile package. Reportedly, no damage was noted to the closure seal or the outer packaging. There was no procedure involved and the device was not used in the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.